Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the patient presented with dyspnea and fatigue during activity. The device was interrogated and there were episodes of automatic mode switching (ams) resulting from far-field r-wave oversensing. The device has been reprogrammed to resolve the event and the patient was stable.